Manufacturer narrative:
Section h6 evaluation codes were updated due to devise evaluation method code (annex b) remove b21 and add b01 result code (annex c) remove c21 and add c13 conclusion code (annex d) remove d16 and add d02 component code (annex g) remove g07003 and add g02005 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during use on a patient, the 840 ventilator generated an alarm indicating that the ventilation stopped with multiple diagnostic codes. The device was available for evaluation. A review of the logs confirmed that the ventilator stopped ventilation. The service personnel (sp) inspected the ventilator, found the unit had multiple background codes in the logs, and failed power on self test (post) on power up. Based upon the codes, sp replaced the analog interface (ai) printed circuit board (pcb) and the motherboard pcb. The ventilator passed all the calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported event was isolated to a potential fault in the ai pcb and/or motherboard pcb. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use on a patient, the 840 ventilator generated an alarm indicating that the ventilation stopped with multiple diagnostic codes. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. (B)(6). Medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has receive the device for evaluation. A review of the logs confirmed that the ventilator stopped ventilation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.